Event description:
This is a verbatim report received by valeant from sanofi-aventis. This unsolicited literature device case was identified on (B)(6) 2013 via an article: fiore ii r, coffman sm, miller r. Mycobacterium mucogenicum infection following a cosmetic procedure with poly-l-lactic acid. J drugs dermatol. (B)(6) 2013; 12 (3): 353 - 57. This case concerns a (B)(6) female patient who developed mycobacterium mucogenicum infection following cosmetic procedure with poly-l-lactic acid (sculptra) and experienced minimal gastrointestinal adverse reactions whilst receiving ciprofloxacin (salt not specified) and clarithromycin both taken for mycobacterium mucogenicum infection. On an unknown date, the patient received poly-l-lactic acid injection (route, frequency, batch/ lot number and expiry date unknown). Approximately two weeks after receiving poly-l-lactic acid injection, the patient developed non-healing ulcer on the left side of face. Unspecified time later, the patient visited a clinic and received corrective treatment with intralesional steroid injections, an oral steroid does pack, attempted incision and drainage without any purulence. After about 3 months of developing non-healing ulcer on the left side of her face, the patient presented to another clinic and on examination of her left cheek revealed a small, erythematous nodule with slight induration and warmth to palpation. Subsequently, the patient received an excisional biopsy of her entire lesion. Hematoxylin and eosin staining revealed a suppurative, granulomatous infiltrate consistent with infection. Special staining was performed yielding nonspecific organisms on gram stain and acid-fast bacilli on fite stain. A peripheral margin was observed on original biopsy; therefore a second excisional biopsy was obtained. Polymerase chain reaction test of her tissue sample revealed mycobacterium mucogenicum infection. Subsequently, the patient was given corrective treatment with ciprofloxacin at a dose of 500 mg twice daily and with clarithromycin at a dose of 500 mg twice daily. It was reported that the patient experienced minimal gastrointestinal adverse reactions while receiving the medication with ciprofloxacin and clarithromycin for 6 months. On follow up, the patient had no evidence of local recurrence and has a scare in the area of original excisional biopsy. The event of mycobacterium mucogenicum infection following cosmetic procedure with sculptra had resolved while the outcome of event of minimal gastrointestinal adverse reactions was not reported. Patient had received cosmetic procedures with botulinum toxin type a and hyaluronic acid fillers in the past. Patient had medical history significant for mild acne. Patient concomitantly received methylprednisolone, doxycycline, spironolactone, tretinoin, sodium sulfacetamide/ sulfur wash and received triamcinolone injections. The author stated that this case represents an uncommon complication that may occur in patients subjected to multiple facial injections, as their susceptibility to infection and secondary biofilm formation increases with their current and future injections. This case was received by sanofi-aventis on (B)(6) 2013 and was forwarded to valeant as a serious case on (B)(6) 2013.

Manufacturer narrative:
(B)(4) 2013: the events mycobacterial infection assessed as serious, unexpected and possibly related to sculptra and tretinoin. Skin warm, skin mass (skin nodule), skin induration, skin ulcer and erythematous nodule on left cheek were assessed as serious, expected and possibly related for sculptra. The event gastrointestinal disorder is assessed as non-serious, unexpected and not related for sculptra and tretinoin. Skin warm, skin mass (skin nodule), skin induration, skin ulcer and erythematous nodule on left cheek were assessed as serious, expected and possibly related for tretinoin.